Event description:
The complaint pertains to an intraoperative event of vertical gas breakthrough reported by the customer. While the first eye was successfully treated, the flap on the second eye could not be lifted due to the escape of gas bubbles. The certified surgeon, observed the gas breakthrough and sought clarification regarding the appropriate timeframe for performing the photorefractive keratectomy (prk) procedure on the affected eye. Our clinical application specialist (cas) explained that there is no specific recommendation for the timeframe, leaving the decision to the surgeon's discretion, and advised against lifting the flap in such situations. No intraoperative intervention necessary. Flap was not lifted. No medication outside the standard of care was prescribed. Customer used an expired patient interface on this procedure. Patient outcome after the prk procedure was 20/30-2, with pin hole 20/20+1 on the first day following surgery. Note: this is report 2 of 2.

Manufacturer narrative:
Section a4: information was requested but it is unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.